Event description:
Consumer indicated 3 regular tampons elongated and came apart upon removal.

Manufacturer narrative:
Device history record could not be reviewed as a lot code was not provided. Consumer did not return product samples for evaluation.